Event description:
It was reported that this pacemaker had signal artifact monitor (sam) and ventricular episodes stored. Technical services (ts) reviewed the reports and noted that it looked like the patient was having a procedure at the time of these episodes. The health care professional (hcp) verified that the patient was. It was noted that there was pacing inhibition as a result of the oversensing. The patient experienced bradycardia as a result. The device remains in use. No adverse patient effects were reported.